Event description:
Needless are breaking or tips bending during use. Reporting facility obtained this info from the internet and is aware of several facilities who have had problems. Reporting facility has pulled the item from stock and has had no incidents themselves. Apparently the MFR changed their design with this new model making the needle thinner than previous models.